Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. The sterilization reports were reviewed and there were no issues with the sterilization process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, post-op day 1, the patient experienced a black haze over the operated eye. He was referred urgently to the hospital for treatment. Unspecified antibiotic therapy (product unspecified, dose and dosage unspecified) was started. Samples found enterococcus bacteria (no more information) in the patient's eye. There was a serious deterioration in the patient's state of health. The patient lost sight in the eye. Additional information has been requested, received, and stated the patient had post-operative infectious endophthalmitis. Samples found enterococcus-type (enterococcus faecalis) bacteria in the patient's eye. The patient lost sight in the eye concerned. The patient was hospitalized as a result for 5 days and was treated with intravitreal injections of antibiotics and corticoids. He also had vitrectomy, antibiotic eyedrops, anterior chamber puncture.